Event description:
It was reported that the as lvp 20d 1.2m wouldn't prime due to flow issues/blockage. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "I'm not certain but I believe they have had 7 more instances of the IV set not priming past the 1.2 micron filter."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 20115719 d.4. Medical device expiration date: 11/4/2023 h.4. Device manufacture date: 11/4/2020 d.4. Medical device lot #: 20105929 d.4. Medical device expiration date: 10/7/2023 h.4. Device manufacture date: 10/7/2020 d.4. Medical device lot #: 20105914 d.4. Medical device expiration date: 10/8/2023 h.4. Device manufacture date: 10/6/2020 d.4. Medical device lot #: 20096797 d.4. Medical device expiration date: 9/21/2023 h.4. Device manufacture date: 9/19/2020 d.4. Medical device lot #: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown the following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that the as lvp 20d 1.2m wouldn't prime due to flow issues/blockage. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "I'm not certain but I believe they have had 7 more instances of the IV set not priming past the 1.2 micron filter." D.1. Medical device brand name: as lvp 20d 1.2m d.4. Medical device catalog #: 2202-0007 d.4. Unique identifier (UDI) #: (B)(6) g.4. PMA / 510(k)#: k944320 h.6. Investigation: 80 unused samples were returned for investigation. The sets were examined for defects and abnormalities. No other defects or abnormalities were observed. Set was attached to an IV bag filled with blue dye water and allowed to prime using gravity. Set was successfully primed. Sets were then attached to an IV bag filled with 85% glycerin/ 15% water and allowed to prime using gravity. The samples primed as expected. The customer complaint that there were 7 more instances of IV sets not priming past the 1.2 micron filter could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2202-0007 lot number 20115719 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2202-0007 lot number 20105929 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2202-0007 lot number 20105914 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2202-0007 lot number 20096797 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20d no port wouldn't prime due to flow issues/blockage. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "I'm not certain but I believe they have had 7 more instances of the IV set not priming past the 1.2 micron filter."